Event description:
The fiber breakage happened outside the patient and the rigid ureteroscope that was being used. The injury to the operating surgeon was minor. The machine was immediately shut down when the issue was found, lasering was discontinued, and a new fiber was opened. No examination of the patient was needed. The patient was completely unharmed, but did have an unplanned admission overnight.

Manufacturer narrative:
This supplemental is being created to include additional information received. The following sections are being updated: b1, b2, b5, d10, h1, h6. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 1 year since the subject device was manufactured. Based on the results of the investigation, the device was not returned to olympus for an evaluation. Therefore, the reported could not be confirmed, and the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: soltive¿ superpulsed laser fiber single-use: caution: "never place hands or other objects in the path of the laser beam. Severe burns could occur." Warning: "failure of the structural integrity of the device or the failure of the device may lead to treatment room personnel or patient injury, and/or fire in the treatment room". Laser safety considerations: ¿severe eye or tissue injury, fire in the treatment area, unintended exposure to the patient or medical staff to laser radiation". This supplemental report includes a correction to d8 and g2 to provide information that was inadvertently not included in the initial medwatch. An update has been made to d9. Also, information has been made to h4. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using a single use 200 micron thulium fiber laser in the ureter to dust a stone, the doctor¿s hand was burnt by the fiber. The burn was noted as nothing serious. The fiber snapped in two near where the doctor was holding it. The issue was found during a therapeutic ureteric stone dusting procedure. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.